Manufacturer narrative:
Additional narrative: patient weight is unknown. Date of postoperative non-union is unknown. Additional product codes for this report include hwc. (B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: a review of the device history records has been requested, but is currently pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the screws broke just below the screw head. The five screws were made of stainless steel. The examination of the raw-material inspection sheets of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The dimensions of the investigated screws were checked using a digital sliding calliper and found to be in compliance with the technical drawing of the producer and specifications. Macroscopic lines of rest are documented and are a sign for a fatigue failure. When examining the five fracture surfaces of the screws using scanning electron microscope (sem), the fracture behaviors were identified. The cracks started at the circumference of the core diameter of the screws and ran into the material. At a higher magnification, fatigue striations were observed at the crack propagation zones and over sizeable areas. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads. The presence of these striations is a clear indication of a fatigue process. After breaking, the fragments of the screws rubbed against each other causing further destruction of the fracture surfaces (abraded and shiny areas). Sem observations and findings showed that the screw failures were caused by fatigue and overload. Based on the topography of the fracture surfaces, it can be concluded that the screws were subjected to low-medium dynamic bending loads, one sided. Constantly alternating bending loads led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the screws. The screws could not resist the applied force over the prolonged healing period which finally led to the material overload/fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device history review: manufacturing location: (B)(4)- manufacturing date: april 6, 2011. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a revision procedure on (B)(6) 2015 due to a non-union and broken screws. The original procedure, an open reduction internal fixation (orif) procedure performed on (B)(6) 2014, included the implantation of hardware. During a follow up appointment on (B)(6) 2015, x-ray imaging confirmed a non-union of the distal femur and the presence of several distally broken locking screws. Per the surgeon, the mal-reduced fracture could have stressed the locking screws, causing the breakage. Patient postoperative status was ¿optimal.¿ this report is 5 of 6 for (B)(4).